Event description:
A surgeon reported that he has treated five pts with yag laser to open occluded shunts. No specific pts were identified. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).